Event description:
N/a

Manufacturer narrative:
**UDI related data quality updates only** providing updated device identification information in alignment with gudid (d1, d2, d3, d4, g4, h4, h5)

Event description:
It was reported during a routine check that the cardiosave battery in bay 2 was not charging, there was no patient involved.

Manufacturer narrative:
A getinge field service engineer was sent to investigate but could not reproduce the reported issue. The fse states the console was docked correctly and both batteries were fully charged when he arrived at the site. The iabp passed all functional tests and was returned to the customer.